Event description:
Rptr has developed aching joints during the last 3 years, and other symptoms related to autoimmune and rheumatoid problems. This problem is worsening. She has a muscle weakness and shortness of breath at times which she suspects is related. Other causes have been investigated. The surgery was done on 4/17/79.